Manufacturer narrative:
Batch review performed on 17 july 2023. Lot 2005762: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-jul-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The primary knee surgery was on (B)(6)2021. On (B)(6)2023, the patient came in reporting instability. The cause of the instability was due to a retinacular tear. The surgeon upsized the poly and resurfaced the patella. The surgery was completed successfully. Presently, on (B)(6)2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.